Event description:
Per independent repair center statement, the unit had low o2 and the alarm would not function. The key failure was the sieve beds were dusted. Additional malfunctions include the power switch had no alarms.